Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h10. Device failure analysis findings were received on 04aug2023. Visual evaluation confirmed that half of the package was peeled open; however there was evidence of adhesive around the entire area of the seal. Therefore, there is no evidence to suggest that the cook device failed to perform as intended in this event. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device which would be required to prevent permanent impairment or damage to the patient. As such, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. No additional follow ups will be sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6); postal code: (B)(6). E3: occupation: agent. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the primary packaging of a 'cook cervical ripening balloon w/stylet' was found partially unsealed. The procedure was completed by using another new device. No adverse effects were reported to the patient.